Manufacturer narrative:
A review of production records shows the device was sterilized with no anomalies detected. 3 other lots that were sterilized at the same time have not had any infections reported. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient experienced an infection. The surgeon removed the device during the revision surgery.